Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the cannula. The blood glucose level was high and the patient was treated with correction bolus via insulin pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available